Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient suffered hemorrhage.

Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2019 - 00193, 3002806535 - 2019 - 00195. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient suffered hemorrhage.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient suffered hemorrhage.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Based on the information provided the cause of the reported post-operative hematoma was an overdose of anticoagulants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient suffered hemorrhage.